Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging that he was obtaining inaccurate high results on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient has a primary meter, which is not a lfs meter and that subject meter stopped working. He then had a one touch ultra meter, which he hasn't used in a long time and the test strips had been expired. The patient did not realize that the test strips were expired. He testes several times and obtained inaccurate readings, which he felt was incorrect. He had obtained results anywhere from 170-280 mg/dl due to the alleged issue, the patient increased his dosage of insulin to 2/3 units of insulin and increased his oral medication. On an unspecified date and time, the patient mentioned that he developed symptoms of feeling sweaty and his symptoms lasted 30-45 minutes. The patient did not self-treat. The patient went and visited the physician the following day and was not tested and did not receive any medical treatment from the physician. The physician did not change the patient's diabetes regimen due to the alleged issue. Customer care advocate (cca) mentioned that the reason for the inaccurate readings was due to the expired testing supplies. The issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working, he increased his diabetes medication and later developed symptoms suggestive of a serious injury.